Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2025-00017), was submitted on 29-jan-2025. Upon completion of the investigation, the manufacturing date was updated as 06-feb-2023. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5413276 in question was manufactured at the osted site. Device history record (DHR) review: the lot 5413276 was manufactured according to work instruction (wi) \[75]" appendix 1 batchcard for production of packaging room on 06-feb-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no sample was provided. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.